Manufacturer narrative:
One device was returned for analysis of complaint of travel reverse error. Service history found no history of repairs within past 12 months. Visual and functional testing was performed. Check clutch or plunger level was duplicated during occlusion testing and device alarmed. The probable cause for the issue is the clutch assembly is worn out.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
During preventive maintenance, it was observed that during the occlusion test, as soon as the occlusion limit was reached and the syringe attempted to reverse, the unit produced a couple of clanking sounds and then generated an error. The error displayed was either "travel reverse error ¿ check clutch or plunger level¿ or ¿travel coarse error ¿ check clutch or plunger level". This occurred every time the occlusion limit was reached. The force sensor and position potentiometer appear to be functioning properly, as their measurements are within specification.